Event description:
It was reported that the system 9800 had arced at the filament during calibration. There was no patient involvement reported. A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that a fault on the filament driver circuit board had caused the arching. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.